Event description:
It was reported that the patient underwent magnetic resonance imaging (MRI) with the pacemaker system implanted. The pacemaker was switched to MRI mode, but this right ventricular lead was not MRI conditional. The pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).